Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the patient experienced angina. The target lesion was a 3.0mm, 70% stenosed, 15mm long portion of the proximal right coronary artery (prox rca). The physician treated the target lesion with pre-dilatation and successful placement of a 3.0 x 16 mm taxus liberte study stent, resulting in 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1662 days after the index procedure, while at work, the patient developed left-sided heaviness along the chest going down the left arm. There was associated shortness of breath and symptoms. Pain increased and she was brought to the emergency room. Per the history and physical, the patient was admitted with telemetry and acute coronary syndrome protocol. She was evaluated and it was felt that there was no objective ischemic cardiomyopathy. Cardiology was consulted and a cardiac exam revealed regular rhythm and rate without murmur, gallop or click. Ck and troponin levels were negative. An ECG was unremarkable with no serial changes, poor r wave progression, and nonspecific t-wave changes. These changes are unchanged from 2008 films. A repeat catheterization was not necessary. A repeat stress test was recommended and if there was ischemia, and intervention would be considered. Lipid levels were not adequately controlled and medication changes were recommended. The patient was discharged and followed as an outpatient. A chest x-ray showed mild cardiomegaly with scarring in the left lower lunch field otherwise benign. The patient was discharged the next day with the event being resolved with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.